Event description:
Additional information was received that the patient's death was not believed to be sudep.

Manufacturer narrative:
.

Event description:
It was initially reported that the patient recently passed away. The patient was placed in the hospital due to a fall that resulted in a neck injury. While in the hospital, it was noted that the patient had bradycardia with stimulation and "it resolved" on the device was disabled. The physician felt that the fall was related to the bradycardia and thinks they were drop attacks. It is unknown if the patient died from complications of the surgery related to her injuries or if the patient died before the surgery. Good faith attempts for more information have been unsuccessful to date.